Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found evidence that the device powered off after prompting low battery and device shut down warnings. There are also instances in the log where the unit lost power due to a loss of connection either with the battery or ac and where the unit was powered off using the power switch. The batteries used at the time of the report were not returned as part of this investigation. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device powered on without display and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.